Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. The device had damaged components. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the brakes and 5th wheel would not engage. No patient was involved.